Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that pipeline flow diverter didn't opened distally after 2mm. Tried resheathing and unsheathing but didn't work and hence it was removed along with phenom microcatheter and another available pipeline 4x20 device was taken with new phenom 027 the pipeline was used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU. It was not positioned in a bend, less than 50% had been deployed, there were no additional steps taken to open the device. No patient symptoms or further complications were reported as a result of this event. Dapt (dual antiplatelet treatment) was administered, pru level was 190. The patient was undergoing surgery for flow diversion treatment of a saccular, unruptured aneurysm in the internal carotid artery with a max diameter of 8mm and a 4mm neck diameter. Access vessel had a diameter of 4mm. The landing zone was 3.34mm on the distal end and 4.14mm on the proximal end. It was noted the patient's vessel tortuosity was moderate. Angiographic result showed stasis in aneurysm. Ancillary devices include a neuron max sheath, neuron guide catheter, phenom microcatheter, and avigo guidewire.

Manufacturer narrative:
H3: a pipeline flex embolization device and a phenom-27 catheter were returned for analysis. No device malfunction was reported with the phenom-27 catheter. The pipeline pushwire was found to be extending ~48.4cm from hub. The pipeline flex device was then removed for further analysis. During removal the distal end of pipeline flex was inadvertently detached. No bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact with blood residue. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be in good condition. The tip coil was found to be damaged with blood residue. Proximal braid end was found to be opened and frayed. Distal braid end was found to be opened and frayed. No other anomalies were found with the device. No device malfunction was reported with the phenom-27 catheter. No damages were found with the hub. The phenom-27 total length was measured to be ~158.4cm. The useable length was measured to be ~151.9cm. No bends or kinks were found with the catheter body. No damages were found with the distal tip. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were found to be opened. It is likely the failure to open is the result of re-sheathing the device more than the recommended two times. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.